Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that insulin pump had critical pump error. Customer¿s current blood glucose was 183 mg/dl. Customer stated that insulin pump suddenly alarmed with open book image on screen. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.